Manufacturer narrative:
Information that was known but inadvertently not provided. Concomitant medical products: consept 1-step hydrogen peroxide disinfecting solution. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A distributor contacted our office to report that a female patient experienced ocular pain, hyperemia and conjunctivitis after using consept one step disinfecting system. This report is for the neutralizng tablets in follow up with the patient it was learned that she sought medical treatment because she experienced redness and pain after her first time use of the product. She was told that a piece of skin on her eye was going to be peeled off because of the disinfecting solution. She was treated for one week (treatment was not further specified) and during that time she did not wear her contact lenses. When asked about her lens care regimen it was learned that she used a rinsing solution manufactured by another company but has used this previously without any difficulty. See companion report for consept 1 step disinfecting solution.

Manufacturer narrative:
(B)(4). Device manufacture date: unknown (since lot number is unknown). All pertinent information available to the manufacturer has been submitted. Placeholder.